Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. The event occurred "right before patient infusion". Furthermore, the blue winged cap and fill port were observed to be securely tightened without evidence of wetness or leak. There was no patient involvement. No additional information is available.